Event description:
Event desc: according to the complainant the nasogastric (ng) tube was placed for colon clean out. An x-ray was done to confirm placement, resident doctor gave the ok for use and golytely started per order. The senior resident reviewed the x-ray and found the ng tube tip broken off. Another x-ray was performed to verify tip, golytely stopped and the ng tue left alone till morning per (B)(6) request. Pt had an endoscopy to retrieve the tip of the ng tube. Tip of the tube was approximately 2 inches in length.

Manufacturer narrative:
There has not been any injury reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). Retention samples from the same lot were tested, in order to duplicate a similar break approximately 28 newtons (6.2lbs) of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use. Investigation is ongoing into possible root causes.